Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Batteries) this evaluation determined that the reported event occurred due to battery failure.

Event description:
Per repair service technican: the following product issue was identified during incoming evaluation: battery status not correct. After restart the device show differenz battery status (70%, 42%, 58%). No customer statement. Return to vendor.